Event description:
A patient implanted with an evoke spinal cord stimulation (scs) reported inflammation at the evoke closed loop stimulator (cls) implant site. Physician¿s evaluation did not identify an infection; additional postoperative antibiotics were prescribed to resolve the reported event.

Manufacturer narrative:
The evoke cls remains implanted. The root cause of the inflammation cannot be definitively determined. The evoke scs system surgical guide states, ¿patients may experience redness or irritation at the implant site, in which case they should contact their physician to check the wound for infection or adverse reaction to the implanted materials.¿ the manufacturing records were reviewed, and the product met all requirements for release.